Manufacturer narrative:
Additional devices implanted and/or related to this event: pxt231418/(B)(4); UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2007, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported there was a reintervention on (B)(6) 2018, to treat a possible type 1b endoleak on the (pxt231418/(B)(4)). The physician wanted to extend the limb of the graft into the hypogastric artery and implanted a gore® excluder® aaa contralateral leg endoprosthesis (plc231200/(B)(4)). On (B)(6) 2018, the field sales representative reported that the physician informed her that the aneurysm sac had grown almost 10mm (from which procedure, is unknown). The physician believes that this might be a type 4 endoleak.